Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after a cataract lens extraction with intraocular lens (iol) insertion, the iol was removed and replaced 1 month after the initial procedure due to a scratch on the lens. Additional information has been requested.